Event description:
A copy of legal claim was received from the provider's director of risk managmement that a patient became partially extubated from the device and subsequently expired. The claim alleged that the device did not alarm as a result of thee extubation. Despite several attempts to obtain additional information regarding the reported event, there has been no response. Additional patient history, cause of death and whether or not an autopsy was performed is unknown. The device has not been returned or been made available for evaluation or further investigation. It is unknown if the low pressure alarm was approximately set, which would be expected to alarm in the event of a partial extubation. The device was reported to be in the possession of the plaintiff's legal counsel. A letter was sent to the plaintiff's legal counsel requesting further information about the event and if the device was available for evaluation. This request has not been honored to date; therefore no conclusion can be reached as to the cause of this event.